Event description:
It was reported that while using 11 bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "6 missing tubes and 5 other tubes infected by fungus. Before use: 6 missing tubes in package and 5 infected tubes."

Manufacturer narrative:
H.6. Investigation: material 221788 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0274269 was satisfactory per internal procedure. Formulation, filling, autoclaving, and packaging processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The release testing that is performed on this product does include review of its color and clarity. Samples submitted are examined to ensure that they conform to typical levels. The appearance of this batch was satisfactory per internal procedures. Additionally, as part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. If foreign matter had been noted during qc testing, the product would have been placed on quality notification and further analysis would have included 100% inspection of the batch. The complaint history was reviewed, and no other complaints have been taken on this batch for missing tubes or contamination. Retention samples from batch 0274269 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples. There was no evidence of missing retention tubes. For investigation, two retention tubes went into incubation from batch 0274269. One tube was incubated in the 20 to 25 degrees celsius incubator, and the other tube was placed in the 33 to 37-degree celsius incubator. At the seventh day of incubation there were no signs of microbial growth. One photo was received to assist with the investigation. The photo shows the caps of five tubes in a plastic bag. All five tubes appear to have fungal growth on the caps. However, the photo fails to provide product or batch information. A photo alone cannot confirm a complaint. No returns were received to assist with the investigation. The complaint cannot be confirmed for either defect. Bd will continue to trend complaints for missing tubes and contamination. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 11 bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "6 missing tubes and 5 other tubes infected by fungus. Before use 6 missing tubes in package and 5 infected tubes."